Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the or for routine generator replacement. Diagnostic imaging revealed externalized conductors on the rv lead. Electrical function of the lead was tested and observed with no anomalies detected. Lead was extracted and replaced. Patient was stable before, during and after the procedure.

Manufacturer narrative:
A partial lead with the lead tip measuring 47.0cm was returned for analysis. Internal insulation abrasion was noted at 9.8-11.0cm, 11.3-12.2cm, and 11.4-12.6cm from the distal tip. Internal insulation abrasion was noted under the svc shock coil at 21.3-21.8cm from the distal tip. The etfe coating was intact at these locations.